Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number (B)(6)) overheating while connected to the mobile power unit was unable to be confirmed. A log file was submitted for review. Throughout the data, the system controller¿s internal temperature was observed to be between 31 degrees celsius and 47 degrees celsius. The observed internal temperatures were within the controller¿s design specification. Of note, the internal temperature recorded within the log file cannot be conclusively correlated to the external, surface temperature of the system controller. No atypical alarms were observed, and the controller supported the pump as intended. The heartmate 3 system controller was not returned for analysis. The root cause for the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook, are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 ¿ ¿how your heart pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during clinic visit, patient was complaining of their system controller becoming hot like it was overheating when connected to mobile power unit (mpu). Log files showed the controller temperature range is 31c-47c, which is within the normal operating range (30c-50c). The issue had not resolved; the patient was advised to make sure the controller was not placed under anything that may restrict airflow and to make sure the device was secured appropriately during sleep to ensure it is not resting against or under the body.